Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided, the cause of the bent and fractured catheter tip remains unknown.

Event description:
At the end of the atrial fibrillation procedure, when the catheter was removed from the patient, it was observed that the tip was broken but still attached. The procedure had already been completed and there were no reported adverse consequences for the patient.